Event description:
Reportedly, during pt use, a 'high fio2' (fractional inspired oxygen) alarm occurred. There was no reported medical intervention or adverse pt effects reported as a result of this investigation.

Manufacturer narrative:
(B)(4).